Event description:
Boston scientific received information that this programmer returned with no additional information. Analysis found it was out of specification. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, the c587 on in/out (io) printed circuit board (pcb) was burned observed during testing. The io pcb was replaced due to un-repairable damage to the pcb itself.